Manufacturer narrative:
It was not known if the initial reporter sent report to the FDA.

Event description:
The user received an erroneous potassium result for one patient sample out of five run on the analyzer. The initial result from the green top tube was 6.1 mmol/l, the repeat result was 4.7 mmol/l. The initial result was not reported. The lot number of the potassium electrode was not provided. The field service representative was unable to find a problem. He ran a sample flow check, replaced some syringe tips and one of the sample probes, replaced the water inlet filter and cleaned the internal reservoir. He verified the system pressure and ran fluidic checks which were fine. To verify the analyzer operation, he observed the analyzer operation while running qc which was successful.